Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological trauma"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, psychological trauma, vaginal discharge, alopecia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified): results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 04-oct-2019: initial quality safety evaluation of ptc - additional information: due to internal review it was detected that this record was a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-09831) which will be deleted after all information was transferred to this record ((B)(4)) which will be retained. New for this retained record: plaintiff fact heet received from lawyer. Events added: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, psychological trauma, vag. Discharge, hair loss, migraine and weight gain. Patient demographic details information updated. Essure stop date updated. Lab data updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.